Event description:
It was reported that during implant attempt, multiple attempts were made with both leads only to end in dislodgement, and the leads could not be implanted due to anatomy. The physician thought that tissue might be gumming up the helix, but both leads were examined and were clean. The leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed. (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.